Manufacturer narrative:
To follow up on initial MDR, client was contacted and confirmed that they were not aware of any patient impact given that the report was available for missing studies. Reports contain the doctor's diagnosis and information related to their findings. Issue has not been reported again since original complaint. No further action.

Manufacturer narrative:
As of (B)(6), customer has no indication that patient harmed or treatment delayed. Site is going to continue to investigate any patient impact due to a loss of some images.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marked for soft copy reading, communication and storage of studies produced by digital modalities. On (B)(6) 2016, a customer contacted support alleging that there were missing images within studies for a number of patients. Merge healthcare began investigating the customer's allegation. It was determined that all reports that were reported to have missing images had been previously read and reported on. Additionally it was determine that the customer had a previous production database issue and had elected to move data to a contingency server. The client had not been performing recommended database and server maintenance including back ups of the system. Inconsistent and irregular back-ups of clinical data increases the likelihood of data loss. It was determined that the missing images were due to the contingency server being set to do periodic purges as it is used as a temporary solution and not intended to sustain long term use. Once it was determined that contingency server purging studies, purge was disabled. Due to the loss of impages that can be used when comparing prior studies to recent studies, there is a potential for a delay in treatment or diagnosis. The customer reported that they were not aware of any instance where a patient was harmed or treatment delayed. (B)(4).